Manufacturer narrative:
(B)(4).

Event description:
The patient experienced withdrawal. On (B)(6) 2012, the patient was admitted with increased spasms and episodes of clonus every 5 minutes. It was further noted that the patient did just have an unrelated ortho-spine surgery where rods were placed. A non-critical alarm regarding low reservoir volume being reached was confirmed via telemetry. A critical pump alarm was also heard and confirmed via telemetry. The critical alarm was in regards to zero ml reservoir volume being reached. Based upon a referenced print report from the last refill on (B)(6) 2012, the pump was not updated and had started to alarm appropriately for being low/empty. A healthcare provider aspirated 15 ml of lioresal from the pump's reservoir on (B)(6) 2012. The patient was supplemented with oral baclofen (5 mg, every 6 hours); and was indicated as having improved. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Catheter model: 8731, serial# (B)(4), implanted: (B)(6) 2004, explanted: unk. (B)(4).